Event description:
It was reported that the user observed three lines on the pump display and experienced a pairing failure between the ilet and a dexcom g7 sensor; after the agent guided a restart, toggle, and re-entry of the sensor serial number, the system reconnected and blood glucose was unaffected, consistent with an intermittent communication failure associated with the antenna/electrical communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure, with the antenna identified as the involved component within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.